Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 3.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reportedly experienced kinked cannula events with three infusion sets. These incidents occurred nearly around (B)(6) 2025. Symptoms appeared within three or more hours of insertion. Insertion site were abdomen. Infusion sets were in use for 12 hours to 24 hours. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.